Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ga blofen (1000mcg/ml at 315mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient had been having spasms and increased spasticity. The dosage had been increased with minor improvements. At an unknown date, they did a dye study that was inconclusive. They withdrew from the catheter with ease. The pump was replaced as an interventions to resolve the issue. The issue was said to be resolved and the patient was "alive - no injury." There were no further complications reported at this time.